Event description:
Blood loss. Customer experienced high venous pressure 300-400 d-1 d-2 alarms and flow balance error was experienced. Customer could not tell what alarm with what incident. The machines would not allow back flush with venous pressure high. All machines involved were checked. Customer access sites were checked - customer checked no clotting in dialyzers or coagulation. Pt lost 2 circuits of blood. Customer replaced set and finally decided to remove lot number in use. No pt deaths or medical intervention.